Event description:
No additional information.

Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was tested for leakage, and no leakage was observed. Furthermore, a device history record review was completed for provided lot number 4346962. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was tested for leakage, and no leakage was observed. Additionally, one video was evaluated, it shows a needle assembly assembled to a syringe with solution, with droplets observed. Furthermore, a device history record review was completed for provided lot number 4346962. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material# 305918 batch# 4346962. It was reported that the bd safetyglide had leakage. The following information was provided by the initial reporter: rcc received a complaint via email. On 01/06/2025, during incoming quality inspection of material# a3501812 18ga x 1.5 safetglide hypodermic needle vendor part# 305918, a quality control inspector identified that 1 out of 20 samples failed for ¿leakage failure¿. Needle leaked water at luer hub connection with 45 lbs of pressure. ¿leakage failure fluid pressure¿ is a major physical defect per incoming product specification spec-md-2000254, version 13.0, section 7.6.2.6, effective date 2024-10-01. Product number - 305918, lot number - 4346962.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.